Event description:
Report received of an overdelivery. During routine preventative maintenance testing by the user facility's biomedical engineer, the device delivered a measured volume of 525.8ml instead of the expected 500ml.